Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02april2019. The customer troubleshot with technical support. The customer was advised to run the unit at o2 settings for about 15 minutes to let the external o2 sensor stabilize. Customer ran the unit and noted that the o2 reading was much tighter. The customer replaced the external o2 sensor to address the issue.

Event description:
It was reported that the ventilator had a high o2 alarm. No patient harm reported. Event date not specified; estimate used.